Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 55 year old male patient presented with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient reportedly endured hemorrhagic shock with a "definite" relationship to the impella device: "impella complicated by rp bleed: removed impella (B)(6) rpb causing hemorrhagic shock. Ctap (B)(6) - moderate to large right retroperitoneal hemorrhage with expansion of right psoas muscle. Hemorrhage seen extending into pelvis. Hgb 15 on (B)(6), dropped to 7.6 on 7.25 lactic acid 2.8 on arrival to ICU hfh, 1.4 on arrival to i5 repeat ctap (B)(6) evening stable rpb repeat ctap (B)(6) show stable rpb that is improving hgb 8.0 today"

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed since the original report was filed. The device was not returned for investigation. The root cause of the access site bleeding was not determined since product was not returned.